Manufacturer narrative:
Concomitant medical devices: 419388 lead implanted: (B)(6) 2003; 694765 lead implanted: (B)(6) 2003.

Event description:
It was reported that potential oversensing was noted on the right atrial (ra) lead. No action was taken and the ra lead remains in use. No patient complications have been reported as a result of this event.